Manufacturer narrative:
H3: the revision reported may have been the result of malalignment between the femoral and tibial components, third body wear, patient-related conditions, instability, or any combination of these possibilities, which led to wear of the polyethylene insert. However, this cannot be confirmed as the devices were not returned for evaluation, and images of the explanted devices and radiographs were not provided. Additionally, a contributing factor to the wear may have been the result of the insert being packaged in a non-conforming vacuum bag for more than five years.

Event description:
In 2019, the patient reported stroke and pain. In (B)(6) 2021, very deteriorated polyethylene was observed with clear symptoms of wear and debris. Right knee. "The review proceeds".

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. D10: concomittants: 02-012-45-4040 - bandeja tibial logic fit 4f/4t, (B)(6); 232-03-04 - comp. Femoral asimetrico poroso cr nº4 dcha, (B)(6). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
During the week of april (B)(6), representatives of exactech, inc. And exactech spain conducted an inperson site visit with (B)(6) hospital. As a result of that site visit and at exactech's request, the hospital provided a retrospective excel listing of revision related to polyethylene wear that have been performed since 2010. These cases have not previously been reported to exactech as complaints. This patient (B)(6) was implanted with a 200-24-09-inserto tibial cr 4, 9mm, serial number (B)(6) on (B)(6)2015. The insert was manufactured on 2/2/2010 and was packaged in a vacuum bag with no evoh. The insert was manufactured on 2/2/2010 and was 5 years 9 months shelf age at the time of implant. On (B)(6)2021, approximately 6.0 years post implantation, the patient underwent revision for wear of the polyethylene. No additional details are available at this time.